Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was confirmed. The modified center rod was replaced in the handpiece. The device was returned to the customer.

Event description:
It was reported that during a total knee procedure, the pin that holds the cartridge flew across the room. The procedure was completed successfully with another device and there were no adverse consequences to the patient.